Manufacturer narrative:
This event is being reported as a malfunction report due to user error in neglecting to turn the water supply back on to their processor, resulting in patient exposure to scopes processed in cidex opa without rinsing.

Event description:
A customer reported that the facility turned off the water on their processor to change the filter and subsequently neglected to turn the water back on. As a result, scopes were processed for two days in cidex opa without a rinse cycle and used on approximately 40 patients. No reports of patient injury were reported. The facility has been queried and replied they will not be providing any additional information. There is no information that meets the criteria that a serious injury occurred.